Manufacturer narrative:
The insulin pump was monitored for several days with no blank display anomaly noted. No damage was found on the lcd isolation tape noted. The insulin pump passed functional testing including the operating currents test, self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that display screen was blank. Customer's blood glucose was not reported. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.